Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic resection of the right side of colon procedure, at the fourth firing of the feea reconstruction procedure, the device loading the blue cartridge was fired on the right side of colon to close the insertion port of a device. Then some staples of the two inside staple lines were malformed or lumbricoid-formed. The malformed staples were found on the second stroke part. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he has never experienced the same event in the past.